Manufacturer narrative:
(B)(4).evaluation summary: the cause of the particulate matter was not able to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intermate device was observed with white particulate matter found in the solution inside of the reservoir. This observation was made after the device had been filled with meropenem. This was observed prior to patient connection. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received with approximately 200ml of fluid inside the reservoir. Visual inspection confirmed the reported issue. Tiny white particles were found floating freely in the fluid reservoir. The particulate matter was from the white mesh screen filter. Should additional relevant information become available, a supplemental report will be submitted.